Event description:
It was reported that 1 bd ultra-fine¿ ii 3/10ml insulin syringe had deformed product issues. The following information was provided by the initial reporter : the user facility reported that the stopper was slanted in the barrel and it was difficult to handle it properly.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-may-2022. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that stopper was slanted in the barrel and it was difficult to handle it properly. The returned syringe was examined and exhibited a slightly deformed stopper. Unable to perform DHR check for stopper damaged due to unknown lot number. Therefore definitive root cause cannot be determined.

Event description:
It was reported that 1 bd ultra-fine¿ ii 3/10ml insulin syringe had deformed product issues. The following information was provided by the initial reporter: the user facility reported that the stopper was slanted in the barrel and it was difficult to handle it properly.